Event description:
It was reported that the pt underwent an anterior and posterior repair and a sling procedure 2003. At the time of the procedure the pt was inadequately sedated and moved during passage of one of the needles. The needle was removed and repassed. Cystoscopy did not reveal bladder perforation. Post-operatively, a cystoscopy revealed a small area of tape in the bladder. The physician feels that a small bladder perforation may have occurred with the first pass of the needle. The pt has been referred to a urologist who will perform a cystotomy and remove the tape.